Event description:
The aortic valve was explanted due to leaflet entrapment secondary to pannus ingrowth. The valve was replaced with another 21ahp j-505. The mitral valve (27m-101) remained implanted. It was also reported the patient's inrs were stable (2.4-2.7).